Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired to an ilet bionic pancreas failed to complete pairing, despite troubleshooting that included app mode switching, bluetooth re-pairing, device restarts, and a sensor replacement; the issue was characterized as intermittent communication failure involving the antenna/electrical and magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and dexcom. Investigation of this case revealed an interoperability problem between the devices associated with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.